Event description:
It was reported that ongoing occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer administered a manual insulin injection, and changed pump supplies to address high bg. Reportedly, the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.